Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of study from (B)(6) hospital, (B)(6). The title of this report is ¿management of non-union of humeral fractures with the stryker t2 compression nail¿ which is associated with the stryker ¿t2 compression nailing¿ system. Within that publication, post-operative complication/ adverse event was reported, which published on 16 may 2010. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for adverse events mentioned in the report and the pubmed ID for the literature is 20473678. This product inquiry addresses radial nerve palsy. The report states: ¿there was a complication in one patient, who developed a post-operative radial nerve palsy. Symptoms completely resolved after 7 months.¿